Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: patient has cancer, but no radiation has been performed. The incident happened one week after the initial procedure. The device had already been disposed of. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during a right hemicolectomy which was the original procedure performed on (B)(6) 2011. The patient returned for an emergency procedure for a post operative leak. The entire left side of the anastomosis had "blown" open. The patient has not had radiation. The area was sutured and the patient is in the ICU.